Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-400's mg/dl) and boluses via the pump were delivered to address the bg. The customer reported that the pump settings had been recently changed and she had been eating differently than normal due to being on vacation; both may have contributed to the high bg levels. Tandem technical support advised the customer to discuss the high bg evens with a healthcare provider.